Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Records indicate the patient received a left primary attune total knee. The patella was resurfaced, and unknown cement was utilized. There were no primary operative notes available. Patient was revised due to aseptic loosening of the tibial tray. Upon entering the knee, the surgeon identified gross loosening of the tibial tray and complete debonding at the cement to implant interface. The patella was well-fixed but revised. There is no indication that the femoral component was revised. There was no reported product problem with the explanted tibial insert. The patient was implanted with depuy tibial revision components utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  h6 patient code: no code available (3191) used to capture the no information available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes indicate the patient received a left primary attune tka to treat left knee degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 150600005, work order (B)(4) was manufactured on 22-jul-2014. 12 parts were manufactured per specification and all raw materials met specification. There were no items identified during the investigation of this lot number relating to the complaint failure mode.